Event description:
It was reported that the ilet device¿s screen assembly was delaminating from the housing, with the adhesive/glue coming undone, resulting in a non-watertight condition while the user continued use until a replacement arrived. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no interruption to therapy. Investigation included internal complaint review and replacement supply shipment for field remediation. Investigation of this case revealed a device mechanical integrity issue consistent with screen delamination at the display enclosure due to adhesive bond failure. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related adhesive bond deficiency or wear-related degradation of the screen adhesive interface.